Event description:
The device was returned for a mechanical hardware failure. Upon starting the device, red service alarm occurs. Mock infusion testing cannot be performed. Log files confirm multiple failures with the air compressor. Device was opened to inspect for damage and connection integrity. No damage was found.

Event description:
The following has been reported: biomed reported: these pumps are having pump problem. They have been properly cleaned and reset; problems still happen even with different cassettes. No reports of stopped infusions or patient harm. Biomed additionally reported: I have a patient incident report on pump (B)(6); "patient on vaso and nearly maxed on levophed. Vaso pump malfunctioned and shut off with very little room to go up on lepvo to compensate. Patient not very stable and this could have been detrimental for him. 10/28/2024 1:36 am" a preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.